Manufacturer narrative:
H3/h6: the system was serviced and the input cable and uninterruptible power supply (ups) were replaced. Codes b01, c02, and d02 apply. The cable (lot no: 220802) was returned and analyzed. The returned cable had no physical damage and passed a continuity test with no opens or shorts detected. Both fuses were intact. No fault found. Codes b01, c19, and d14 apply. The uninterruptible power supply (ups) (lot no: s21070035) was returned and analyzed. The ups was unable to power on and there was no change when the power button was pressed. Codes b01, c02, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 9735784 (unknown serial/lot);  product ID: 9735787 (unknown serial/lot);  h3,h6) no parts have been received by the manufacturer for evaluation. G02027. Is for the uninterruptible power supply (product ID 9735787), and g04018 is for the cable (product ID 9735784). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system unexpectedly shutdown. The manufacturing representative (rep) reported that despite being plugged-into the wall ran on battery power until the batteries were depleted and the system shutdown. The rep had been unable to turn on the system since.   It was confirmed that the fuses were good. The rep took external power cable to anther system and confirmed that booted up fine. The rep then disconnect the battery from the uninterruptible power supply (ups) and attempted to boot, there were no lights on the ups. The rep then unplugged everything from ups except v1 for computer, still nothing. The system was left for about 10 minutes and then the system turned back on. The system was then shut down again, and the system was unable to power back on. The camera cart was disconnected with no effect. The rep reconnected carts and removed system from wall power for more than 1 minute with no effect. Plugging the sytsem back into wall power, hitting the power button did not change anything. The rep then re-sat the power cable with no effect. It was confirmed that the wall outlet was good. There was no patient involvement.